Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable high crep2 creatinine plus ver.2 results for an unknown number of patient samples. Data was provided for one sample as an example. The initial result was 16.5 mg/l and the repeat results were 9.7 mg/l, 9.6mg/l, and 9.7 mg/l. The erroneous result was not reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.

Manufacturer narrative:
An extra wash cycle was programmed following the cholesterol assay and prior to the creatinine assay. Since this change, no further issues were noted.